Event description:
The facility representative reported that a flogard infusion pump did not work. Upon further investigation, the quality engineer confirmed the reported condition as failure code 38. It is unknown at which process stop and the care area that this event occurred. There was no report of patient involvement, injury or medical intervention related to this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during device evaluation as failure code 38. The force sensing resistors (fsrs) were found to be damaged. The fsrs were replaced to correct the reported condition. A service history review was performed and revealed no prior service related to the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.